Manufacturer narrative:
D11 concomitant medical products: unknown balloon catheter; goodman indeflator.

Manufacturer narrative:
Complaint conclusion: the 5mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured at six atmospheres (atm). There was no reported patient injury. The lesion was the superficial femoral artery which had moderate calcification. There was little vessel tortuosity with a stenosis of 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). The device was replaced with a non-cordis balloon catheter to complete the procedure. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The maximum inflation pressure that the balloon burst was 6 atmospheres (atm). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis as it was discarded due to infectious disease. A product history record (phr) review of lot 82184417 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with 90 percent stenosis may have contributed to the reported event. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the stenosed lesion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 5mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used but it ruptured at 6 atmospheres (atm). The product was removed intact (in one piece) from the patient. The device was replaced with a non-cordis balloon catheter to complete the procedure. There was no reported patient injury. The lesion was the superficial femoral artery which had moderate calcification. There was little vessel tortuosity. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The target lesion was superficial femoral artery (sfa). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The maximum inflation pressure that the balloon burst was 6 atmospheres (atm). The device will not be returned for evaluation as it was discarded due to hepatitis c. Additional procedural details were requested but are unknown.